Manufacturer narrative:
The following fields have been updated with additional/corrected information: e3, h6 and h11 has been updated. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-nov-2022 to 12-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the stations going black screen and unexpectedly stopped responding during a procedure. The technical support specialist ran the powershell command to disable all nics, power management of all usbs, and bluetooth followed by station reboot to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure and causing a risk of patient safety. The customer stated that there was a delay and confirmed no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system was stuck at black screen due to the display hibernate mode has been enabled. A technical support specialist investigated and disabled the bluetooth, display hibernation and universal serial bus root hub with power management to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure and causing a risk of patient safety. The customer stated that there was a delay and confirmed no patient harm. There were no adverse events or injuries reported based on this incident.